Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked at adapter tubing junction after inserting an IV cannula into a patient, a nurse noticed fluid leaking from around the prn cap. Repeatedly tightening the cap did not help, so the nurse immediately replaced the prn cap, and the problem was resolved.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#3262342): 1)the products of this batch were assembled at intima ii auto line 3 in oct 2023, and packaged at cfs package line in oct 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products are 3265622 and 3265617, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. Possible cause of leakage after tightening: malocclusion occurs, i.e. The luer of the prn or end cap is not occluded correctly with the luer of the pp connector. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in process and retained sample; no similar complaints have been received from other hospitals about this batch of products. The root cause of the leakage from the mouth the screw cap after tightening cannot be determined because the defective sample is not received for analysis and confirmation and the usage of the sample is unknown. The plant will continue to focus on such defects.